Event description:
The lay user/patient contacted lifescan alleging the meter's up arrow button is slow to respond. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The reporter stated the aq2015a three piece silicone lens split as the surgeon inserted it into the eye. The incision was enlarged to remove the lens and the wound was sutured after another same model lens was implanted.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/01/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.